Manufacturer narrative:
All information reasonably known as of 02 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 23 dec 2019, the tube was placed in (B)(4) 2018.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0202770486 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 3006646024-2019-00030 for the first report. It was reported that there was an unsuccessful attempt ((B)(6) 2019) to remove the internal dome of the gastrostomy tube by pulling and then by endoscopy. The internal dome was left in the gastric cavity, where it crossed the pylorus and caused an obstruction/perforation of the small intestine. Per additional information received 11 dec 2019, there was both percutaneous and periesophageal approaches taken to withdrawal the tube. The internal dome was removed with a surgical approach. No information about the removed piece was provided. Additional information has been requested but not yet received.